Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with the remote consult system. The nurse was going to page a boston scientific field representative to help troubleshoot the issue. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with the remote consult system. The nurse was going to page a boston scientific field representative to help troubleshoot the issue. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No adverse patient effects were reported.